Event description:
It was reported that while in the pediatric cath lab the wedge pressure catheter was inserted via the femoral site. It was found that the balloon did not fully inflate. The md removed the catheter and requested another for use. Additional information received stated that the wedge pressure catheter was pre-tested prior to insertion. The user used the controlled stroke syringe that came with the ai-07121. Reference MDR# 3010532612-2014-00013 for the second event and MDR# 3010532612-2014-00015 for the third event involving the same patient.

Manufacturer narrative:
(B)(4).